Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he just received a replacement pump that morning and was trying to load the pump when insulin started pouring out. Customer's blood glucose was 245 mg/dl. Customer reported that insulin squirted out during the prime process. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer was advised that insulin pump would need to be replaced. The pump will not be returned for analysis.